Event description:
After two wire guides were advanced in the hepatic portal region, one zilbs-635-6-8 was placed. Then the complaint device was inserted. However, the device would not advance. The physician removed the device from the endoscope and found the stent wa partially exposed out of the delivery system. The physician gave up placing the second stent and finished the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This complaint report currently meets the reported criteria of an FDA MDR report based on the reporting precedence established for partial stent deployment with the safety lock in place, regardless of pt outcome. There were no zilbs-635-6-6 (zilver biliary) devices of lot number c848530 in stock at the time of the complaint investigation. A 1 x zilbs-635-6-6 device of lot number c848530 was returned for evaluation. Device was not returned in the original packaging and was open on receipt. On evaluation of the returned device, it was noted that a stent was returned partially deployed in the delivery system. The red safety lock was not in place on the device and was not returned with the device. The delivery system cannula was found to be bent; it is not known whether this occurred during transit or during the procedure. There was a kink noted on the sheath evident at approx 85cm from the proximal end of the delivery system. The kink may have occurred if force was applied due to the resistance felt when the user was attempting to advance the delivery system into the endoscope. Evidence of tip damage was noted during the investigation which suggests that force was applied when resistance was met when advancing the delivery system. Comments provided by the physician stated that "the patient's lesion was very tight and the device was angled at a steep angle. I assume that this is a likely cause of this event". A definitive cause for the reported observation could not be determined as we cannot replicate the conditions of use in the laboratory. As per the instructions for use, the user is advised of the following: "prior to deploying stent, remove the safety lock. Note: ensure that the safety lock is not inadvertently removed until final stent placement." Prior to distribution all zilbs-635-6-6 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zilbs-635-6-6 devices of lot c848530 did not reveal any discrepancies that could have contributed to this issue. The customer complaint can be confirmed as the stent was found to be partially deployed in the delivery system. Evidence of tip damage and a kink on the flexor of the delivery system suggests that force was applied when resistance was met when advancing the delivery system. This may possibly have resulted in the sheath compressing and stretching causing the stent to partially deploy with the safety lock in. From the information provided, there were no adverse effects to the patient. Complaints of this nature will continue to be monitored for emerging trends.